Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Inappropriate shocks due to noise were reported on this lead. The lead remains implanted and will be evaluated for replacement. Should additional information become available, this file will be updated.